Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced pericardial effusion, hypotension, and chest pain post-procedure. A farawave catheter was used during a pulse field ablation (pfa) procedure. Intracardiac echocardiography (ice) images from the beginning and end of the procedure showed no evidence of pericardial effusion; however, while in recovery afterwards the patient complained of chest pain and had hypotension. An echocardiogram was performed and revealed a moderate pericardial effusion. A pericardial tap was performed to drain fluid. The patient was in stable condition after the tap and is expected to fully recover. The physician believes the complication may have occurred when attempting to wire the right superior pulmonary vein (rspv) during the procedure.